Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor system. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error from the insulin pump. The customer's blood glucose was unknown. The customer stated that the motor error occurred frequently. An operation and self-test were completed normally. No further details were given.